Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results in the risk stratification range and above the ami cutoff generated by access 2 immunoassay system for one patient. The results were reported out of the laboratory. Subsequent testing produced results within the normal reference range. The patient was admitted to the hospital due to the erroneously elevated accutni results.

Manufacturer narrative:
Samples were centrifuged at 3000rpm for 6 minutes. Qc is performed every 8 hours and was within the established ranges. A bci field service engineer (fse) was on site on (B)(6) 2010. The initial diagnostic system check failed. The fse replaced mixer belt and performed alignments. A repeat system check met the specifications. A high sensitivity system check failed. Adjustments were made to the wash arm alignments and the dispense volume was checked. A repeat high sensitivity system check met the specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined.